Event description:
It was reported to minimed that the customer experienced the battery compartment of the insulin pump was damaged. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a blank display. Unable to perform sleep current test, active current test and self-test due to blank display anomaly. Unable to download history files and traces using thump due to blank display. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor compartment during testing. The following were noted during visual inspection: cracked battery tube threads, missing serial number label, peeling keypad overlay, missing display window cover and cracked case near belt clip rails. Blank display anomaly confirmed during analysis due to moisture damage. Exposed to moisture damage confirmed. Unit was confirmed damage at battery tube side and reservoir tube area. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.